Event description:
The doctor reported, that a pt at cfh hospital had an allergic reaction from this device. Pt female who had arthroplasty on the 3rd and 4th toes of left foot in 2007. About 1 week later, she started to have pain and swelling and developed cellulitis. Dr. Placed the pt on antibiotic treatment (amoxicillin, relofin and cipro) and the swelling and redness decreased following antibiotic therapy. As of the following fourteen days, the smartpin remained implanted. It was reported that the dr. Uses our tools to insert the smartpin.

Manufacturer narrative:
Based on the info we have received about this case, conclusions about the cause of the problems cannot be identified. We have requested add'l info from the hospital. We will follow up this report accordingly if we receive add'l info.